Event description:
On (B)(6) 2013, the lay user/patient¿s wife (reporter) contacted lifescan (lfs) (B)(4) alleging that the onetouch verio pro meter reads inaccurately high compared to two other devices (a meter she took from the hospital and a friend¿s meter). The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the end of (B)(6) (date/time unknown). The reporter does not recall the readings obtained with the subject meter and the other devices; however, the reporter claims there was between a ¿60-70mg/dl¿ difference between the readings; performed within 30 minutes of each other. The patient manages his diabetes with insulin pump therapy. According to the csr¿s documentation, in response to the alleged meter issue the patient reportedly increased his insulin from one unit to three units as self-treatment. The reporter denied the patient developed any symptoms as a result of the alleged meter issue. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.